Manufacturer narrative:
Batch review performed on 10 may 2022. Lot 2009026: (B)(4) items manufactured and released on 13-oct-2020. Expiration date: 2025-sep-23. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event. Additional components involved: batch review performed on 10 may 2022. Gmk-sphere 02.12.0024r femoral component sphere cemented size 4+ r (k140826) lot 2009165: (B)(4) items manufactured and released on 23-nov-2020. Expiration date: 2025-nov-10. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event. Gmk-sphere 02.07.1204r tibial tray fixed cemented size 4 r (k090988) lot 2008516: (B)(4) items manufactured and released on 14-dec-2020. Expiration date: 2025-dec-01. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event.

Event description:
Revision surgery performed due to instability about 1 year and 2 months after the primary surgery. All components revised and gmk hinge system implanted.